Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous elevated accutnl result above the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The erroneous result was not reported out of the laboratory. The erroneous sample was retested on the same unit and an alternate unit and both generated lower results. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was collected in a plasma tube with a gel separator. Qc was within the customer's established range pre and post the event. The customer performed system check, which failed the unwashed specification. Service as not dispatched for this event. The customer has an on-site biomedical engineer (bme) who performed the followings: a. Noted the tube leading to the wash tower was intermittently collapsing which affected the amount of fluid used to wash the main pipettor. Bme trimmed the tube. B. Performed routine system check which passed instrument specifications hardware is the root cause of this event.